Manufacturer narrative:
(B)(4). Final analysis found the device in backup vvi mode due to multiple bit flips. A product code was downloaded to restore the device. (B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up with the pulse generator in backup vvi mode. The device was explanted and replaced successfully with no complications.